Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional information: it was reported by the patient that she underwent a lap assist vaginal hysterectomy on (B)(6) 2012 and suture was used. She developed an allergic reaction at the incision site seven days post operative. The symptoms progressed to become more intense with deep internal itching and a red rash that became progressively worse. She was prescribed benadryl 25-50mg and topical hydrocortisone cream. The rash and itching subsided after approximately five to six weeks. Although, the sites were mildly tender for five months, the patient states that she is fully recovered. (B)(4).

Event description:
It was reported by the patient that she underwent a lap assist vaginal hysterectomy on an unknown date and suture was used. She developed an allergic reaction at the incision site. The rash and itching lasted for two weeks but did resolve. Additional information requested.